Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a device alert indicating the charge time limit was reached. A capacitor maintenance test was performed and the charge time limit was normal. No further intervention was performed at this time. The patient was stable.